Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy when attempting both pointmerge and tracer registrations. No specific measurement was provided. On the skin, accuracy was reported as good. Straight suction, 70 degree curved suction, front seeker, and frontal balloon were all reported to be inaccurate. Noted was that the patient was tilted in the scan. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. A medtronic representative reported the balloon seeker was disposed of at the site. A medtronic representative, following-up at the site, reported working with the doctors to adjust trace patterns and their technique has improved. It was noted that the inaccuracy was 4-5 millimeters. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.